Manufacturer narrative:
The reported events were dislodgement, inadequate capture, and intermittent capture. As received, a complete lead was returned in one piece for analysis. The reported events of inadequate capture and intermittent capture were not confirmed. Visual inspection of the lead found the helix was fully extended with sign of blood. X-ray examination found the over torqued inner coil consistent with procedural damage. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the patient's right atrial (ra) and right ventricular (rv) leads exhibited high capture thresholds and unstable capture. A chest x-ray was performed and revealed that the ra and rv leads had become dislodged and caused cardiac perforation and pericardial effusion. The ra and rv leads were explanted. Patient was stable.